Manufacturer narrative:
This report is filed, march 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the explanted date is, (B)(6) 2016; and not 03/26/2016 as previously reported. The date device returned to manufacturer is 05/16/2016; and not 05/13/2016 as previously reported. This report is filed october 10, 2016. (B)(4).